Manufacturer narrative:
Initial and final MDR(B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient three infuction set site reaction from pooling on (B)(6) 2025. No further information available